Manufacturer narrative:
Follow up conversation with company representative reporting the event. Results - no conclusion can be drawn.

Event description:
It was reported that during an f.a.d. Procedure, the physician felt resistance while attempting to remove the guidewire from the l4-l5 disc, and a piece of the guidewire broke off and was left in the patient's disc. The physician did not attempt to remove the guidewire. There were no reported patient neurological issues or adverse clinical sequela.